Manufacturer narrative:
(B)(6). The device was manufactured from may 1, 2020 - may 4, 2020. The actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a pinch mark located on the segment of the tubing line. Leak testing was performed, and it was noted that there was a fluid leak coming out at the pinch mark on the tubing line. The reported condition was verified. The cause of the pinch mark which resulted in a leak was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing of a large volume folfusor was leaking. The leak was observed during preparation at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.